Event description:
The customer reported that he activated the pod on (B)(6) 2012 at 6:41 pm. About an hour later, his blood glucose measured 142 mg/dl. His blood glucose, insulin bolus, and carbohydrate intake history for the period he wore this device is as follows: see scanned table. At 10:24 am, he deactivated the device and observed that the cannula was kinked "up towards the pod".

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the kinked cannula or determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod".